Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that in (B)(6) 2008, patient underwent a spinal fusion surgery at l5-s1 in which rhbmp-2/acs was implanted. Post-op, patient complained of increased pain and was having trauma and nightmares based on being awake during the surgery. Reportedly, patient has an increased fear of cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.